Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported keypad 7,8,9 which was reproduced as a delayed keypad response of keys 7, 8, 9. The reported condition was verified. Visual inspection found the cause was a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a problem with keys 7, 8 and 9 during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.